Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection at the generator site. It was reported by the physician's office that the infection was currently only at the generator site; however, in the patient it had also been at the cervical location. MFR. Report # 1644487-2015-05643 captures the previous infection. It was also reported by the patient's foster mom that she is not sure if the patient had been picking and that she doesn't see her picking during the day, but she is not sure if the patient picks at the site at night. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution. It was explained that the infection had been an on-going issue since her re-implant surgery on (B)(6) 2015. The patient underwent a generator pocket flushing on (B)(6) 2016.

Event description:
It was later reported the patient would need to have her vns explanted. The lead and generator were explanted on (B)(6) 2016. The surgeon who performed the explant felt that the reason the patient had the infection was because the other surgeon did not explant the device, they only flushed the area. The explanted lead and generator were received for analysis; however, analysis has not been completed to date.

Manufacturer narrative:
Device evaluated by MFR; corrected data and additional narrative: this information was inadvertently reported incorrectly on the supplemental #01 MFR. Report. The device analysis is not expected to change the root cause of the patient's reported infection. It was confirmed the device was sterilized prior to distribution. If product analysis reveals information which changes the root cause of the patient's infection, an additional supplemental MFR. Report will be submitted.

Event description:
Although analysis of the explanted products is expected, it is not expected the outcome of the analysis will not provide any additional information regarding the root cause of the infection.